Event description:
It was reported that during patient transfer the maxi 500 device started to tip over. No injury was reported. After the event the device was evaluated by an arjo technician and no malfunction was found.

Manufacturer narrative:
The customer reported that the side entry transfer was performed with the maxi 500. The positioning of the patient required the sling to be pulled back, which brought it outside of the base of support and caused the lift to tip. The instruction for use for maxi 500 (001.20815 rev.19) states: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." During the interview, the customer stated that the staff used the sling to maneuver the resident. Therefore, the caregiver did not follow the instructions provided in the instruction for use. Pulling of the sling during repositioning can disrupt the balance and stability of the lift. When the sling with the resident is pulled, the center of gravity shifts. If the force is strong enough, it can cause the lift to loose its stability and tip over. In summary, arjo device failed to meet its performance specification since the lift tipped. The device was used to transfer the resident when the event occurred. The complaint was decided to be reportable due to the allegation that the lift started to tip during use.